Event description:
Pt experienced multiple eye infections -2-3 fungal infections and other issues including chronic styes- over the course of 5 years. The styes were a chronic problem for several years. The pt wore contact lenses, but had to discontinue them fregqently due to these issues. The pt was primarily using renu over the course of this chronic problem. The pt finally switched to other products -target solutions- and has been free of problems. On one occasion when he was away from home and without his solution, he used renu and developed his first stye in a year. This is being completed by the pt who is going to encourage his ophthalmologist to submit info as well.